Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. The were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noticed the tubing through pinch valve pv2 was disconnected from the fitting to the low vacuum chamber, which caused the vacuum chamber to overflow. The fse reattached the tubing and the instrument ran without any leaks. (B)(4).